Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was "low"; although specific value was not provided. Cause was not known. Customer consumed glucose tablets to address bg. A replacement pump was sent to resolve the issue.